Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, precautions and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked all parameters and functions of the unit and replaced the pump extender and the filter coupler assembly. The unit was found working fine and it met abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.